Event description:
The customer reported to olympus the evis exera iii colonovideoscope had no air/water flow. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the nozzle was clogged with yellow organic material that could not be removed. This clog found in the nozzle would have likely accumulated and clogged it during a procedure. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the light guide lens was cracked. It was also observed that the bending angulations were out of specification and the control knob felt too stiff. It was observed that the charge-coupled device cover lens was cracked. It was also observed that the vent valve was corroded. It was observed that the insulation value did not meet the standard value. It was observed that the glue of the bending section cover was worn out. Lastly, it was observed that the distal end was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that there was ¿yellow foreign material clogged in the nozzle¿, but the foreign material could not be identified as well as the cause of the residual foreign material. No physical damage to the device was confirmed where the foreign material was detected. Detailed reprocessing information could not be obtained. It was confirmed by the reports: 962-0179, 062-3555, 066-3255 that performance of reprocessing on the device is secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.